Event description:
User reported 5 false positive results. Negative pcr. This is report 3 of 5.

Event description:
User reported 5 false positive results. Negative pcr. This is report 3 of 5.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2022-00183, 182, 180, 179: test 1, 2, 4, 5 of 5).